Event description:
It was reported the programmer is slow to boot up. Analyzer has huge delay between touching the screen and the decrement. Printing was delayed and very slow on programmer printer. The programmer and analyzer were returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm customer comment, programmer booted up as normal. Analyzer passed console and systems tests. The touch pen response to the display was accurate with no delay and was able to print to the programmer printer. Analysis also found the power cord bay assembly has a broken latch. Concomitant product: 229047 analyzer. (B)(4).